Manufacturer narrative:
The device was returned to olympus for inspection. The date of event is unknown. A supplement report will be submitted if provided. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on ccd (charged couple device) unit, the focus was not changed to near point. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis, the service team indicates that focus was not changed to near point. There was no patient involvement.